Event description:
A 5 mm diameter x 12 mm length racer biliary stent was inserted into a pt for treatment of a renal artery stenosis in 2003. Vessel morphology was reported to be not tortuous with little calcification. The lesion was not pre-dilated prior to stent insertion. The physician initially placed the stent delivery system in the adrenal artery and then pulled the device back into the 7 f cook guide catheter. The guide catheter and stent delivery system were repositioned. During repositioning, the stent caught on the guide catheter and came off the balloon. The stent remained on the guidewire, and an angioplasty balloon was inflated in the stent. While attempting to remove the angioplasty balloon and stent through the guide catheter, the stent again dislodged and floated to the distal superficial femoral artery. A snare was used to remove the stent from the pt. The procedure was concluded, with the intent of stenting the renal artery at a later date. No clinical sequelae were reported, and the pt is reported to be fine.